Manufacturer narrative:
Unable to prime during prime force sensor system alarm test due to faulty force sensor resistor. Pump passed basic occlusion and displacement test. Pump received stuck in motor error alarm loop during bolus delivery. Motor was tested outside of the device and passed. Motor may have had intermittent failure that was not detected during testing. Unable to confirm motor position encoder error alarm in alarm history due to overwritten history files. Cracked reservoir tube lip, scratched display window, missing end cap sticker and cracked case near display window corners noted. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer received a motor error alarm as well as a motor position encoder error alarm on the insulin pump. The customer's blood glucose was unknown. Troubleshooting was done. The customer stated that they did not drop or bump the insulin pump. The customer attempted to perform the displacement test but the insulin pump kept alarming motor error. The insulin pump also alarmed motor error during the self-test. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Nothing further reported.